Event description:
It has been reported to philips that the cine is not functioning. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿cine is not functioning.¿ upon investigation it was confirmed that issue happened because images are full due which cine was not happening. Philips engineer re-created image disk and system was returned to use in good working order. The codes were updated based on the investigation outcome.